Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime test due to moisture damage inside faulty force sensor system. The pump passed no delivery test and no excessive "no delivery "alarm. The motor passed motor test. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a motor error from the insulin pump. The customer's blood glucose reading was 93 mg/dl. The customer treated with the pump. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer stated that the issue has not been resolved. The customer was advised to replace the plunger and manually push plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer stated that there were no motor position encoder errors in the alarm history. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.